Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a turntrac guide wire was unpacked and no damage was noted to the dispenser coil. The guide wire was removed from the dispenser coil without resistance and the guide wire tip coils were separated at the solder joint, but was held together by the core. The device was not used and there was no patient involvement. There was no reported clinically significantly in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was returned for analysis. The reported break was unable to be confirmed; however, there was noted stretched and misaligned coils. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. It is possible that the dispenser coil was not flushed properly and/or the guide wire was withdrawn from the dispenser coil at an angle at the exit port of the dispenser coil resulting in the reported guide wire break/noted stretched and misaligned coils; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.